Event description:
The united states of america customer reported "probe washing issue". The customer states that reagent carry over on some slides. This seems to happen just after the probe rinses and applies a different antibody. The slides had eosin on them which showed up as red and customer suspects that the probe is not washing correctly. Fse inspected the instrument and found probe dripping fluid and leakage from back of syringe. Fse replaced syringe and aspiration and dispense check valve which resolved this malfunction. Diagnostics were not altered. The testing was able to be completed. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the reporter with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.